Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating with the server. A technical support specialist (tss) dialed into the server and ran the latest carefusion coordination engine communication. After remoting into the station, a hardware error was identified on smart cubie e1. Upon checking the synchronization status, the station upload was found to be out of date. A manual recovery was performed but initially resulted in a retry error. The error was resolved, and a full synchronization was completed successfully, bringing both upload and download fully up to date. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device failed to communicate with the server. Refill data was inaccurate, medid 1300412 showed a current amount of 0 on the server and in the pharmacy information system, while the device inventory displayed a quantity above minimum. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.